Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a carotid artery stenting (cas) procedure with a small-bore sheath. Reportedly, after inserting the proglide into the anatomy, the lever was unable to open. Therefore, the device was replaced. An additional proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported mechanical jam lever/foot was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam lever/foot could not be determined. Factors that may contribute to mechanical jam lever/difficult deploy the foot, include, but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.